Event description:
Caller alleged inprecision with inratio meter. Results are as follows: first test inr = 0.7, second test inr = 2.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070308: first test inr = 0.7, second test = 2.9., mean: 1.8; sd = 1.55; %cv = 86%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.